Manufacturer narrative:
H6 codes have been update to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back and mentioned the same issues. Pt reports switched to original program and the pain has gone down but is still having issues with side and standing up. Pt reports will leave at current setting and will have an MRI. Pt reports the MRI should help reveal more info and will follow-up with hcp. In a letter returned the patient reported they had experienced urinary retention prior to device use and it was not worsened as a result of the device or therapy. Patient reports catheterization is a difficulty because they are in a wheelchair and have very weak lower body strength. When asked if changing back to program 1 resolved the reported pain, spasms and difficulty standing after a program change the patient reported ¿somewhat, or at least 80%¿. They still have some difficulty with the hip on the same side of the device. The issue was not yet resolved. The further steps being taken were they are having a full body MRI done and are meeting with a specialist in gynecology on (B)(6) 20212. They have contacted their managing hcp regarding this issue. Another appointment is set for (B)(6) 2021. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that in the last week or so they started having some pain and spasms in the same side of their ins. Pt reported spasms were so bad they couldn't stand up and reported spasms were into pt's thigh and whole side. Pt also reported their leg would give out due to spasms and pt would have to wait for it to calm down. Pt also reported every morning around 6 am they start feeling the urge to go to the bathroom but once they getup to go they have no control and they can urinate for a half hour. Pt stated this wasn't like this before. Pt stated they last changed to program 3 about a month and a half ago. Pt stated they went to orthopedic doctor that thought these issues might have been caused by pt's device and pt stated they had x-rays completed (pt did not provide any further details regarding x-ray). Pt reported they always empty their bladder before they go out, but reported when they got to doctor's office pt's bladder was full so they are not emptying completely. Pt stated they are in a wheelchair and they do not self cath because it is difficult for pt. Pt stated they changed from program 3 back to program 1 today and stated this eased up the symptoms pt was experiencing. Pt stated they think program 3 was causing spasms. Pt stated since changing to program 1 today their spasms are not totally gone, but stated they can at least stand up. Pt stated they also took a muscle relaxer to help with the pain and stated they are only experiencing aching now, not too much pain. Pt stated they contacted their physician's office that advised pt wait 24 hours to monitor symptoms and be seen by hcp tomorrow if pain is not resolved. Pt stated they are not currently feeling stimulation, but stated when they changed programs today they could initially feel stimulation in their left side of their bike seat only. Pt denied any trauma to implant site or falls. Pt mentioned they had a colonoscopy the other day. It was recommended pt decrease or turn off stim if symptoms don't resolve until pt follows up with hcp. Pt clarified event date as starting they would say last week and reported they were also having pain in their back. Pt reported then yesterday this "accelerated" and got really bad.  The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.